Manufacturer narrative:
Block h6: device code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It was also noted that the trip wire was kinked and was not secured in the handle assembly when received. Additionally, it was rolled in the handle assembly and the slack on the trip wire was not removed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, and the slack was not removed. Failure to follow these steps could have caused the trip wire to slip through the handle assembly during deployment and cause damage to the handle rotation function. Additionally, the trip wire was found kinked. This could have been generated due to handling and manipulation of the device during use. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure an unknown device problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure an unknown device problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.